Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 353.7200.5. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 353.7200.5. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 23feb2010 to 12dec2020 and note that this device has been returned for service to times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.